Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.